Event description:
It was reported an issue with dafilon suture. The client reported that threads ripped. When did the failure occur? During preparation for procedure when? (B)(6) 2025. Any patient harm? No. Effect on patient's health? No. No further information has been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 27 closed samples and 1 open sample (thread measures 27.4cm). To evaluate the conformity of these units, we have performed the following test: knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.33 kgf in average and 0.27 kgf in minimum (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). These values are the usual ones for this thread and size. As stated in the instructions for use of the product, when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements for knot pull tensile strength and nothing unusual has been observed on the thread end of the open sample received. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.